Manufacturer narrative:
Life scan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted life scan (lfs) on behalf of the lay-user/pt alleging that the one touch ultra meter is giving inaccurate erratic readings. This complaint classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. The inaccurate erratic issue began one week ago at 10 am. The pt reported blood glucose results of "hi, 461, 37, and 33 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The pt indicated that he took his usual dose of lantus (10 units) at 10:15 am. Around the same time, the pt reportedly had symptoms described as "throwing up, shaking, almost passing out, not able to speak, sweating, and non responsive." At 10:30 am, the pt received insulin treatment at the emergency room (ER). The pt obtained a blood glucose reading of "98 mg/dl" on the ER meter at 11 am. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing process was correct, the test strips were in good condition and within the discard date, and the results obtained on the subject meter were from the same approved sample site. This complaint is being reported because the pt had symptoms that can be associated with acute complication of diabetes after taking insulin per the lfs meter readings. Replacement products were sent to the pt.